Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Correction: d4, h4 this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Last name: last name: chief of litotricy service. Initial reporter address: street: (B)(6). PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a ureteroscopy, five ngage nitinol stone extractors were tested prior to inserting them into the working channel of the ureteroscope and the baskets opened and closed properly. When the devices are placed into the working channel of ureteroscope, the baskets do not open properly. Received confirmation from the customer that the devices were completely out of the scope when they attempted to open the basket. There was nothing with the patent¿s anatomy keeping the baskets from opening or closing. A different unspecified stone extractor was used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event description: as reported, during a ureteroscopy, five ngage nitinol stone extractors were tested prior to inserting them into the working channel of the ureteroscope and the baskets opened and closed properly. When the devices are placed into the working channel of ureteroscope, the baskets do not open properly. Received confirmation from the customer that the devices were completely out of the scope when they attempted to open the basket. There was nothing with the patent¿s anatomy keeping the baskets from opening or closing. A different unspecified stone extractor was used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: a document-based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as visual inspection and functional test of the devices were conducted. There were three complaint devices returned to cook for evaluation. None of the devices were found to have baskets that functioned. No damage to the devices were noted. A document-based investigation evaluation was performed. The product specification for ngage nitinol stone extractors was reviewed, and all extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A lot history search found 12 other complaints had been reported for this lot. Cook also reviewed product labeling. The product IFU does not provide any information related to the reported issue. Based on the available information, inspection of the returned devices, and the results of the investigation, cook concluded that the issue was identified as being with the basket assembly, which is a supplied component. A supplier corrective action request was created to address the issue. The cause for the issue has not yet been determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.